Manufacturer narrative:
(B)(4). Investigation summary: two samples were received for investigation. One sample came in an opened packaging blister, the other one in a sealed packaging blister. Each of them was tested by connecting them to a syringe with saline solution. The sample in an opened packaging blister first expelled droplets of a thick solution then right after a normal flow of solution was expelled. The sample in a sealed packaging blister did show a normal flow of solution. The photos show a needle assembly and packaging blister. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation and sample analysis, the symptom reported by the customer can¿t be confirmed. This is the 1st complaint for lot # 9296392 for needle clogged/blocked. There was no documentation for this type of defects during the entire production run of this batch. No additional actions will be taken other than monitoring the complaint trend for this lot. Root cause description: based on the investigation and sample analysis, the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was clogged during use and couldn't inject or draw up "1% lidocaine 200mg/ml". This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I am not sure if this is part of your realm. But we have been seeing an issue with the bd 25g x 1 ½ precision glide needle. The one lot we now if is 9296392. What is happening is the needle is plugged and we can not inject anything out of it." "Were you able to draw the medication up, but unable to inject? (To r/o coring from vial). Unable to inject. Medication was not drawn up with the needle. What medication and strength were you drawing up? 1% lidocaine 200mg/ml (needle was not used to draw up medication, only to inject)."